Event description:
A journal article was submitted for review titled for "first- versus new-generation drug-eluting stents in patients with heart transplant with cardiac allograft vasculopathy". The aim of this study was to compare the efficacy of new-generation versus first-generation drug eluting stents (des) in patients with heart transplant with cardiac allograft vasculopathy (cav) who underwent percutaneous coronary intervention (pci). The study was a retrospective, observational, single-center study. A total of 90 patients were included in the study between 2003 and 2020. The patients were divided into 2 groups according to the type of des used during the index pci procedure: first generation (I-des) versus new generation (new-des) groups. There were 28 patients who received I-des and 62 received new-des. Resolute onyx des was among the stents used in the new-des group. Lesions treated included the left main (lm), left anterior descending artery (lad), right coronary artery (rca) left circumflex (cx) and intermediate branch (ib). Patients had either one, two or three vessels diseased. The primary end point was a composite of major adverse cardiac events (maces): myocardial infarction (mi), cardiovascular death, and target vessel revascularization (tvr), at 3 years. The secondary end point was target lesion failure (tlf): composite of cardiovascular death, target vessel myocardial infarction, and target lesion revascularization (tlr), at 3 years. Outcomes reported from the new-des group included mace (n= 17), all cause of death (n = 13), cardiovascular death (n = 8), myocardial infarction (n = 5), target vessel related mi (n = 2), tlf (n = 14), tvr (n = 7) and tlr (n =6). No differences between the two study groups were observed concerning all-cause death, mace (primary end point), and tlf (secondary end point) at 3-years.

Manufacturer narrative:
Title: first-versus new-generation drug-eluting stents in patients with heart transplant with cardiac allograft vasculopathy authors: andrea raffaele munafo, annalisa turco, marco ferlini, giorgia benzoni, barbara cattadori, carlo pellegrini, stefano ghio, maurizio ferrario, stefano pelenghi. Journal name: the american journal of cardiology year: 2023 reference: doi.org/10.1016/j.amjcard.2022.10.056 a2: average age a3: majority gender b3: date of publication patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.